Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 270 mg/dl, and a ketone level identified as dangerous. The customer alleged that the pump was not working properly; however this could not be confirmed. Although requested by tandem technical support, the customer declined troubleshooting.